Event description:
The customer reported loss of function, upon in house inspection, it was observed that the hinge was broken. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences and no medical intervention.